Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported inaccurate sensor readings that caused her insulin pump to go into a false threshold suspend mode. Customer's blood glucose was 326 mg/dl, but her sensor reading was 211 mg/dl. When checking the history, customer stated she has had threshold suspends and her sensors are rarely accurate. In troubleshooting for high blood glucose, no anomalies with the insulin pump were found. Customer was advised to monitor the issue and call back if needed. Nothing further reported.